Event description:
It was reported to philips healthcare that the heartstart xl "safety test measured value has come out greatly." There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.